Event description:
Procedure: pneumonectomy. According to the reporter: the stapler was fired over bronchus, sutures were placed at the end of the staple line, a leak test was performed, and then the pt was closed at end of surgery. Surgeon immediately noticed pt chest wall distended, re-opened to find chest wall full of blood and he realized the stapler had not formed the b properly. Another stapler was fired to close the staple line. Blood loss was reported and surgery time was extended.